Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin from the septum. Customer's blood glucose level was 89 mg/dl. Reportedly, the customer successfully loaded a new cartridge.